Event description:
This report was received from (B)(4) and is a spontaneous report by a homecare nurse from (B)(6) of subcutaneous tunnel infection and bacterial peritonitis with culture positive for bacteria in a patient coincident with extraneal viaflex and physioneal 40 viaflex therapies intraperitoneally (ip). On an unreported date, a subcutaneous tunnel infection occurred. On an unknown date the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. In (B)(6) 2012, before the catheter was removed, the patient received an unknown ip antibiotic (dose and frequency not reported). On an unknown date, the patient was hospitalized for peritonitis that had originated as a subcutaneous tunnel infection. On (B)(6) 2012, the pd catheter was replaced. Due to the replacement to the pd catheter, the patient was treated with hemodialysis. Bacterial peritonitis was recovered, the outcome of subcutaneous tunnel infection was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.